Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. During an ablation procedure, a polarx was selected. The cardiac tamponade was induced by a non-bsc right ventricular catheter, although a boston scientific device was present in the patient's body at the time of the incident. The treatment involved a blood transfusion. Upon opening the chest, it was discovered that the base of the left atrial appendage had been torn. The procedure was subsequently completed. The device is not expected to be returned due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced cardiac tamponade. During an ablation procedure, a polarx was selected. The cardiac tamponade was induced by a non-bsc right ventricular catheter, although a boston scientific device was present in the patient's body at the time of the incident. The treatment involved a blood transfusion. Upon opening the chest, it was discovered that the base of the left atrial appendage had been torn. The procedure was subsequently completed.the device is not expected to be returned due to disposal.